Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare discussed programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.